Manufacturer narrative:
The devices and additional information were received, the investigation was performed with following outcome: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved. The hip prosthesis was revised after 2 years and 8 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the nonblasted area just some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of slight surface changes. It is unknown if these changes existed already before the start of the fracture and may have contributed to the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is in agreement with the surgical report of revision describing that the proximal part could be removed without difficulty while the distal part could be extracted only after an osteotomy. The proximal part of the revitan stem shows signs of loosening in the form of polished lines. It is unknown if the loosening occurred before or after the fracture. There is no x-ray follow-up at hand that would allow evaluating the bone support situation of the revitan stem and possible changes over time in vivo. Only one undated x-ray taken before revision surgery is available and its quality is insufficient. It shows that the proximal part is tipped medially which was probably possible because the bony support was suboptimal in this region. If the bony support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. According to the bmi scale the patient is classified as overweight (bmi (B)(6)). Further patient-related information such as age, level of exercise etc. Is unknown. Based on the above described findings and assumptions, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors, e.g. Suboptimal proximal bone support, the patient's overweight and the surface changes on the connection pin that may have contributed to the fracture. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem. It is possible that there were other influencing factors not mentioned above. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan component on an unknown date. It was reported that the patient was revised on (B)(6) 2015 due to stem breakage.

Manufacturer narrative:
The case was reopened, because the device and additional information was received. The investigation is ongoing. As soon as investigation result become available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is now reported that a patient was implanted a revitan dist. Curved 22/200 on (B)(6) 2012 and was revised on (B)(6) 2015 due to breakage.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The DHR check could not be performed as the lot number was not available. Trend analysis could not be performed as the ref number was not available. Compatibility check could not be performed as no ref numbers were available. Review of incoming information: it was reported that a patient underwent revision surgery due to revitan stem breakage. No other information is available. Possible causes for the reported event according to dfmea: line 5 : fracture of implant -> due to insufficient fatigue strength of material and design. Line 6 : fracture of implant -> due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction). Line 14 : failure / fracture of implant or connection -> due to mechanical properties of the material different from specified properties (quality requirements). Line 16 : fracture of implant -> due to micro cracks due to laser marking in high stressed implant areas. Line 20 : fracture / damage /loosening of implant -> due to wrong behavior of patient,high patient activity, patient disregards limits of the device. Line 23 : fracture of implant -> due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Line 24 : failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction -> due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Line 25 : failure of connection between taper on the proximal part and ball head, fracture of component, foreign body reaction -> due to inadequate material pairing between taper on the proximal part and ball head leading to corrosion and release of corrosion products. Line 35 : fracture of implant -> due to damage of stem during implantation. Line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between connecting pin and proximal part due to bone (third body wear). Line 37 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between taper on the proximal part and ball head due to bone (third body wear). Line 41 : fracture of ceramic head -> due to unclean taper surface or used stem taper in combination with ceramic femoral head. Line 52 : stem fracture -> due to use of longer than l(+4) heads on straight ø14 stems. Line 62 : loosening or fracture of components -> due to patient with high body weight leading to increased wear. Line 69 : loosening or fracture of implant -> due to insufficient bony support of implant. Line 75 : mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Comparison to investigation results whether it is possible and justification: line 5 : not possible -> a systemic issue with design and/or material properties would have been detected within the annual complaint summary. Line 6 : possible -> the products were not returned for investigation. In addition, no surgical report for the implantation was received. Line 14 : possible -> DHR check could not be done due to no product info available, therefore cannot be excluded. Line 16 : not possible -> a systemic issue with design and/or material properties would have been detected within the annual complaint summary. Line 20 : possible -> no information about the patient activity is known. Line 23 : possible -> no product was returned for the investigation. Line 24 : not possible -> material combination is validated according to the material compatibility specification. Line 25 : not possible -> material combination is validated according to the material compatibility specification. Line 35 : possible -> no surgical report for the implantation was received. Line 36 : possible -> no product was returned for the investigation. Line 37 : possible -> no product was returned for the investigation. Line 41 : possible -> no surgical report for the implantation was received. Line 52 : possible -> no product information is available. Line 62 : possible -> patient weight is unknown. Line 69 : possible -> no product was returned for the investigation. Line 75 : possible -> no product information is available besides the revitan stem. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).